Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter in (B)(6) 2009, at the (B)(6)." Pt outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-uni-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter in (B)(6) 2009, at the (B)(6) medical center, (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference: (B)(4). Catalog#: igtcfs-65-uni-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter in (B)(6) 2009, at the (B)(6)." Additional information was received 11dec2015: "the filter was removed at the (B)(6) radiology. It is noted that there was vena cava filter penetration, stenting of both common iliac veins with 16 mm wallstents, transjugular removal of inferior vena cava to 18 mm and a temporary placement of new filter to protect from pe during the procedure with removal at the end of the procedure." Patient outcome: it is alleged that pt was injured without further explanation hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/04/2015 as follows: the plaintiff allegedly received the implant of filter from lot # e2193697 on (B)(6) 2009. The device from lot # e2193697 was successfully removed on (B)(6) 2014. During the removal procedure, a second cook ivc filter was deployed temporarily as pe prophylaxis, then removed after the retrieval succeeded; thus, the plaintiff has no cook filter in place at this time. The plaintiff alleges migration, organ and vena cava perforation, clogged filter, pain and numbness, and difficulty walking.

Manufacturer narrative:
(B)(4). Catalog #: unk but referred to as a cook celect filter. Since catalog # is unk the 510(k) could be either k073374, k061815 or k090140. Investigation is still in progress.

Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-uni-celect-perm. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged vena cava filter penetration, removal of inferior vena cava and temporary placement of new filter to protect from pulmonary embolism (pe) during the filter removal are unknown . Perforation published in scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate tilt or perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pe via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter in (B)(6) 2009, at (B)(6)." Additional information was received 11 dec 2015: "the filter was removed at the (B)(6) hospital radiology. It is noted that there was vena cava filter penetration, stenting of both common iliac veins with 16 mm wallstents, transjugular removal of inferior vena cava to 18 mm and a temporary placement of new filter to protect from pe during the procedure with removal at the end of the procedure." Patient outcome: it is alleged that pt was injured without further explanation.